Event description:
25 gauge 1 1/2 needle had a potential defect that wouldn't allow device to deliver lidocaine as needed for procedure. Unsure what the defect or problem may have been. Pa was operating device. Lidocaine was drawn up in 10ml syringe with 25 gauge needle attached. Pa indicated this has happened before- unsure if the lot number was the same in that case or not. All needles in ultrasound we pulled, until contacted with further instructions.